Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio determined that the cause of the reported issue was due to the power pcb assembly. The pcb was replaced and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device was charged to 360 joules for defibrillation when the device powered off unexpectedly. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device was charged to 360 joules for defibrillation when the device powered off unexpectedly. This issue is patient related; however there was no adverse patient outcome reported.